Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7072219, UDI: (B)(4). Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 369143, UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had high impedances due to lead fracture. The patient underwent a lead and ipg replacement procedure and was doing well postoperatively. The explanted devices were not returned.